Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The delivery system was introduced through the iliac artery; however, when the deployment procedure was initiated by rotating the gray deployment handle clockwise, the stent graft did not deploy, even after turning the gray handle all the way, so it was decided to withdraw it. During the retrieval maneuver, the radiographic image revealed that the delivery system had detached form the stent-graft segment, leaving that segment attached to the tip, during the removal of the delivery system, it was observed that the stent segment along with the tip, also moved in the direction of the delivery system´s removal, allowing it to be completely removed from the patient without the need for an open approach, a new stent was used. A fracture was detected during the physical examination." Patient outcome: "a new stent graft was used"